Manufacturer narrative:
A 6.00mm angioguard rx embolic protection device could not be recovered. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU and there were no visible signs of device/package damage prior to use. The intended procedure was the opening of the internal carotid artery. The lesion was severely calcified, there was moderate vessel tortuosity, 70 degrees vessel angulation and 85 percent stenosis. There was difficulty advancing the capture sheath to the lesion. During filter retrieval, it was reported that the retrieval sheath was being advanced while the filter wire was not fixed. There was no deformation of the filter basket and the filter basket collapsed into the capture sheath. The device was removed by advancing an unknown 8f guide catheter to retract it. The device was discarded because the patient has infectious disease. The product was not returned for analysis. A product history record (phr) review of lot 35235698 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system capture difficulty - unable to¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification, moderate tortuosity, 70° vessel angulation and a rate of stenosis of 85% as well as procedural factors may have contributed to the reported event. According to the precautions in the safety information of the instructions for use, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. The deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ neither the product history record (phr) nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 6.00mm angioguard rx embolic protection device could not be recovered. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU and there were no visible signs of device/package damage prior to use. The intended procedure was the opening of the internal carotid artery. The lesion was severely calcified, there was moderate vessel tortuosity, seventy (70) degrees of vessel angulation and eighty-five (85) percent stenosis. There was difficulty advancing the capture sheath to the lesion. During filter retrieval, it was reported that the retrieval sheath was being advanced while the filter wire was not fixed. There was no deformation of the filter basket and the filter basket collapsed into the capture sheath. The device was removed by advancing an unknown 8f guide catheter to retract it. The device was discarded because the patient has infectious disease.